Event description:
A vague report was received that the infusion pump did not alarm when a "large column" of air in the IV tubing passed through the pump. No additional info could be obtained. No pt injury resulted.